Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. Device logs indicated the most recent recorded date was 11/07/2025, suggesting the device was not used during the reported event. Review of available logs found no evidence of unexpected shutdowns, resets, or other abnormalities. An internal inspection was performed due to the device's age and identified no anomalies. The device passed all functional and performance testing with no fault found. The device was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.